Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a laparoscopic intraperitoneal onlay mesh (ipom) for an umbilical hernia, while fixing the mesh to the ventral wall, 17 to 18 tacks were fired with difficulty. The tacker was hard to use. After firing 17 to 18 tacks, the device completely stopped deploying the rest of the tacks. Another tacker was used to complete the case. The procedure was extended for 30 minutes or more as a result.